Event description:
It was reported that the patient presented for follow-up with episodes of post-sensed t wave over-sensing exhibited by the implantable cardioverter defibrillator. No interventions or patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that programming interventions were made. The patient was stable.

Manufacturer narrative:
Correction: e1 - initial reporter name.